Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact of a peritoneal dialysis (pd) patient stated that they had to cancel treatment because the machine was alarming, and the patient started to vomit. The patient was taken to the and is currently in the hospital. The patient contact could not provide further medical information regarding the patient current health. Additional information was requested, however; to date has not been provided.

Event description:
A patient contact of a peritoneal dialysis (pd) patient stated that they had to cancel treatment because the machine was alarming, and the patient started to vomit. The patient was taken to the and is currently in the hospital. The patient contact could not provide further medical information regarding the patient current health. Additional information was requested, however; to date has not been provided. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient event of vomiting with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between use of the cycler and the adverse event. Additionally, there is no allegation that a device malfunction or deficiency caused the patient¿s vomiting with hospitalization. Although the patient contact stated the draining slowly messages had been occurring for over a month; however, there were no previous reported alarms for draining slowly. Slow drains can be caused by improper positioning of the pd catheter (not a fresenius product), constipation, omental wrapping, and fibrin. Patients on peritoneal dialysis have been reported to have more gastrointestinal symptoms such as nausea and vomiting which leads to reduced appetite and additional complications. The reasons are not completely understood and although higher intra-abdominal pressure can play a part, a number of hormonal factors are important. The reason for the patient¿s vomiting is unknown. Based on the limited information and no evidence of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s vomiting and hospitalization.

Manufacturer narrative:
Correction: a3.

Event description:
A patient contact of a peritoneal dialysis (pd) patient stated that they had to cancel treatment because the machine was alarming, and the patient started to vomit. The patient was taken to the and is currently in the hospital. The patient contact could not provide further medical information regarding the patient current health. Additional information was requested, however; to date has not been provided. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient event of vomiting with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between use of the cycler and the adverse event. Additionally, there is no allegation that a device malfunction or deficiency caused the patient¿s vomiting with hospitalization. Although the patient contact stated the draining slowly messages had been occurring for over a month; however, there were no previous reported alarms for draining slowly. Slow drains can be caused by improper positioning of the pd catheter (not a fresenius product), constipation, omental wrapping, and fibrin. Patients on peritoneal dialysis have been reported to have more gastrointestinal symptoms such as nausea and vomiting which leads to reduced appetite and additional complications. The reasons are not completely understood and although higher intra-abdominal pressure can play a part, a number of hormonal factors are important. The reason for the patient¿s vomiting is unknown. Based on the limited information and no evidence of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s vomiting and hospitalization.

Manufacturer narrative:
Additional information: clinical investigation (b5) plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.